Event description:
It was reported by service report that the unit was leaking hydraulic fluid at the hydraulic sub-assembly near the cylinder due to a fill plug. No patient involvement or adverse consequences are reported.